Event description:
Pt controlled analgesic infusion pump was set to infusion dilaudid 2mg per hour and 2mg every 15min per protocol. Pump was set up and verified by 2 rns. Pump malfunctioned and infused entire medication in 3.5 hours. Rapid response was called so that pt could be further assessed. Three doses of the medication narcan was administered to reverse the dilaudid. There was no harm to the pt. Pt-controlled analgesic infusion pump date purchased (B)(6) 2003.